Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock with lack of sound perception. Device testing could not be performed due to no lock. Revision surgery has been scheduled.